Manufacturer narrative:
Updated data: a4., b2., b5., b7., h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the complete heart block (chb) occurred during the implant procedure and a permanent pacemaker was implanted. Following the valve implant procedure, the patient suffered from an altered mental status and right sided weakness, so a stroke alert was called. The patient was taken for a stat computed tomography (CT) head scan and CT h & n. These did not show significant abnormalities. The patient was then taken to the intensive care unit (ICU) where they became hypotensive and adjustments were made to their heart rate via temporary transvenous pacing (tvp) with no improvement in the hypotension. The patient was started on vasopressor support and fluid resuscitated. The sedation medications given for the procedure were reversed with narcan and flumazenil. With improvement of the patients blood pressure and reversal of sedation, the patient showed some improvement with their agitation. As they woke up, they became agitated, combative and aggressive. Due to this continued behavior with aphasia, a repeat CT head scan was performed two days following the valve implant procedure which demonstrated a left thalamic infarct. The patient was eventually transferred out of the intensive care unit (ICU) and to the medical floor. The patient's hospital stay was noted to be complicated by dysphagia, continued agitation/delirium, and continued aphasia. Fourteen days following the valve implant procedure, the patient was following simple commands and was on medical therapy which included baby aspirin, plavix, lisinipril 5 mg and norvasc 5 mg daily. They were also on arixtra 2.5 mg daily for dvt prophylaxis. One day later, the patient showed a significant change in mental status, resulting in the patient having to be intubated and central/alines were placed. A stat CT head scan was performed, which demonstrated a large right sided basal ganglia bleed. The patient was transferred to a different hospital for further workup and care. On admission to the hospital, the patient was started on levophed for blood pressure support. Stat labs and chest x-ray were ordered to check the tube placement. The neurology teams were consulted and another stat CT head scan completed, which demonstrated worsening of the right sided basal ganglia bleed with intraventricular extension and moderate to severe hydrocephalus. The patient's family was given the prognosis and it was decided to transition the patient to comfort care.

Manufacturer narrative:
Updated data: b5 - event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that five days following the valve implant, the permanent pacemaker was implanted.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic valve, complete heart block was observed and a permanent pacemaker was implanted. Approximately one month following the valve implant, the patient had a cerebrovascular accident/intraventricular hemorrhage in the right lateral ventricle computed tomography (CT). Subsequently the patient died. The cause of the cerebrovascular accident and death were not reported.